Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, post-paced t-wave oversensing was observed. Reprogramming is anticipated. The patient was stable with no adverse consequences.